Manufacturer narrative:
9/28/1998: h6 - primary finding of device analysis revealed device failure due to broken motor gear.

Event description:
Report rec'd with returned product stating that device "stopped infusing." Device is presently undergoing analysis at the MFR's facility.